Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the communicator keeps turning off and said that it turns off the stimulation on their body as well. Patient was also on the line and explained that their communicator lights should be on so their implantable neurostimulator (ins) will not turn off. Patient mentioned that 2 days ago they have the communicator light on all the time and their ins stimulation did not shut off. During the call, patient and patient rep was in the therapy screen and was able to confirm that they have the therapy on and communicator battery 85% and ins at 100%. Agent reviewed communicator behavior and ins charging. Agent suggests monitoring the issue and call back if it persist.